Manufacturer narrative:
The cause of the automatt overinflation is the incorrect circulation of the air in the automatt sensor pad (mattress base) due to a damaged inner tube. The tpu (thermoplastic polyurethane) tube may break over time due to the extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. In summary, the nimbus 4 mattress did not meet its specification since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. The complaint was decided to be reportable due to the risk of patient¿s fall because the mattress was not corrected as per the field safety corrective action (res# (B)(4), fsn-suz-001-2021). Section d4 ud: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
During the mattress inspection, the arjo technician found that the automatt was faulty and overinflation occurred. There was no patient involved. No injury was sustained.